Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 4 events were reported for this quarter. Product return status: 2 devices had investigation types that have not yet been determined. 2 devices were received. Additional information: 4 devices were not reprocessed or reused.

Event description:
This report summarizes 4 events for the failure: fracture. 4 events had no health consequences or impact.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 4 events for the failure: fracture. - 2 events had imaging required. - 2 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99185. Supplemental rationale: corrected data: b5, h6, h11. 4 previously reported events were included in this follow-up record. Product return status: 4 devices were received. Evaluation findings (results/components): 4 devices: fracture problem / mount. Product disposition: 4 devices: archived by stryker.